Event description:
A customer reported that a pt had received retrobulbar block in anticipation of having surgery. During the set up of the system, a system message (sm) was displayed which caused the surgery to be cancelled. There was no pt harm reported.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, the device history review (DHR) and lot history could not be reviewed. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).